Event description:
Event description cpi received information that an endotak (model 125) transvenous defibrillation lead and ventak mini implantable cardioverter defibrillator (ICD) system was exhibiting oversensing and inappropriate shocks. X-ray showed that another endotak model 74 lead, previously taken out of service, but still implanted, appeared to be causing oversensing by coming in contact with the new lead. The model 74 was explanted via a thoracotomy, but the tip of the model 74 lead could not be extracted and remained implanted. The day after explant of the lead, inappropriate shocks recurred. X-ray showed that a portion of the conductor wire of the extracted lead remained on the implanted tip of the lead, and that this wire may have caused oversensing and inappropriate shocks.